Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 02-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the power intermittently powers on to a dim/fading display. The "down" keypad key was intermittently responding. The keypad rubber was found to be intact. The keypad was removed and the "down" key contact was cracked. No contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.